Event description:
After placing a 22g intima in the patient's left antecubital space, the rn noticed a crack on the hub when she was flushing the IV. The IV was immediately removed and a new one placed in another location.